Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and pelvic pain ("severe pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the uterine perforation, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, menstrual disorder, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.